Event description:
During removal of pedicle screws, the screwdriver hex tip broke off. A second driver from the instrument set was used to complete the removal.

Manufacturer narrative:
Device history records reviewed. Results - review of device history records indicate the device was manufactured to specification. The broken and (hex tip) of the device was not returned for evaluation.